Event description:
It was reported that the biomed was doing the 6-month preventive maintenance and the arctic sun device failed the fluid delivery line test, inlet pressure (ip) should be -7.0 but only got -5.0 psi, system hours were 1980, gave part number and price for circulation pump and the rest of the 2000-hour pm parts list.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump failure. Inlet pressure (ip) should be -7.0 but only got -5.0 psi, system hours were 1980, gave part number and price for circulation pump and the rest of the 2000-hour pm parts list. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed was doing the 6-month preventive maintenance and the arctic sun device failed the fluid delivery line test, inlet pressure (ip) should be -7.0 but only got -5.0 psi, system hours were 1980, gave part number and price for circulation pump and the rest of the 2000-hour pm parts list.